Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to diabetic ketoacidosis. Customer's blood glucose levels at the time of hospitalization 591mg/dl. The customer was not wearing the insulin pump for 1 day prior to the time of hospitalization. Customer was treated insulin drip. The customer stated her insulin pump was hit by an MRI and she used insulin pens that were no longer good. She believes this is what caused the hospitalization. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.